Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number:2017865-2023-35515 related manufacturer reference number:2017865-2023-35516 it was reported that the patient presented to the emergency room with an infection at the implanted device pocket and skin erosion. The pacemaker was visible from the opened incision site of the implanted device pocket. The physician explanted the entire system ¿ pacemaker, right ventricular lead and atrial lead. The patient was in stable condition.